Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The cause was not identified. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began treatment with injection vancomycin 1 gram loading dose, ip and injection fortum 1 gram once daily ip, which had continued as of the time of this report. The outcome for the peritonitis was unknown. It was not reported if pd therapy continued. The nurse believed the event of peritonitis was unrelated to pd therapy.